Event description:
Customer's meter gave a message of "re-check". When troubleshooting the meter did not say redo or retest, which are two of the messages that would appear. The customer was not able to get a test result in the morning, but went ahead and took 8 units of lantus. Customer's spouse stated that they had to call 911 because pt was not able to get a reading. When arriving at the hosp they performed a blood test (unk if was a hosp meter or the lab) and the reading was 499 mg/dl. Customer's spouse was unsure what they were treated with. Pt was hospitalized for 2 days due to an infection in their body. While troubleshooting, the customer care representative noticed that the meter was set to the wrong code. Customer did not have the check strip and control solution. Meter has been replaced for the customer.